Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 140 mg/dl. He reportedly did not recall if the insulin pump had gotten wet or if it had been bumped. Nothing further was reported.

Manufacturer narrative:
The insulin pump no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corner and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.